Event description:
Technical services received a call on (B)(6) 12, regarding stored v-tachy episode. Technical services discussed that it is possible rv loss of capture. Technical services recommended to check thresholds and all lead diagnostics. This lead was implanted on (B)(6) 11, and remains in service. Physician was dr. (B)(6), at (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).